Event description:
It was reported that the patient with a sling device underwent a procedure due to recurring urinary incontinence. An artificial urinary sphincter was implanted. There were no additional patient complications.